Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was not confirmed. The reported event of debris in the modular cable inline connector was confirmed via the submitted photo. The provided information indicated log files from the controller in use at the time of the reported event were unable to be downloaded. The controller and modular cable were exchanged and the alarm resolved. Multiple attempts were made to obtain additional information regarding product return and lot number of the modular cable; however, no additional information has been provided and to date, no product has been received for further analysis. The submitted log files were extracted from the new controller, serial number (B)(6), and new modular cable. The log files were reviewed and captured a pump stop on 16nov2025 consistent with the reported controller exchange. There were no other notable events captured. The submitted photo of the modular cable inline connector was reviewed, and debris was observed in the inline connector. A root cause for the reported event was not conclusively determined through this analysis; however, the observed debris could have contributed. A root cause for the debris was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller displayed a driveline power fault wrench alarm. The patient's controller would not connect to two different ipads or to the monitor for log file interrogation. The alarm was resolved after the controller and modular cable were exchanged. Submitted images of the patient's exchanged modular cable appeared to show some metal shavings that may have interrupted the connection between the controller and the pump. Log files from the new controller with the modular cable change were submitted to tech services for review. Log files did not capture any further driveline power fault alarms following the controller exchange.